Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a procedure to treat a heart attack. However, the procedure was completed after a less than 20 minute delay and no harm was reported as a result. A philips field engineer (fse) inspected the system onsite and analyzed the system logs. The system logs showed a warm restart and then a cold restart occurring over the course of 240 seconds or 4 minutes. No device problem was detected as the restart times were considered as designed. The system remained in use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure the device required a restart which took 8 minutes. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.